Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal gastrectomy at the third firing, the device approached the tissue after replacing the cartridge but the surgeon was unable to combine the handle and the device was unable to fire. The cartridge was replaced with a new one and it was able to fire without problem. There was no patient injury.